Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device evaluated by MFR: device was not returned to manufacturing facility.

Event description:
It was reported that by the emergency department clinicians previously experienced air-in-line alarms on pump modules with no visible air in the IV administration set. Clinicians reported that to troubleshoot the air-in-line alarm, they will remove the IV administration set from the pump module and rub the area behind the pumping segment between the upper and lower pressure sensor. No additional details provided. This was reported to bd associate during their site visit. There was patient involvement but the information on patient impact is unknown.